Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, related patient harms and patient disposition could not be independently assessed. As the narrowing of the aortic body and the left iliac limb limited inflow could not be confirmed due to a lack of imaging. It should be noted that the initial case was off label due to the absence of an aortic abdominal aneurysm and the diameter of the left common iliac artery being 27.4mm (IFU states should be 8-25mm). The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device codes - 2993 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system with two additional ovation ix iliac limb stents were implanted to treat an abdominal aortic aneurysm. Reportedly, the iliac limbs were tortuous; the initial case was completed outside the indications for use. Approximately three (3) months later the patient presented with a non-healing ulcer; distal extremity. A CT was performed and identified that the unsupported segment of the aortic main body had narrowed, and the left iliac limb has limited inflow. Re-intervention was completed with successfully placing balloon expandable stents (non-endologix) above the flow divider insuring adequate flow to both limbs. Patient is doing well.